Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. Visual evaluation of the distal conductor did not reveal any anomalies. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable, and the criteria for right ventricular lead integrity alert were met. Concomitant products: dtbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited possible fracture, high pacing impedance, and a pacing impedance spike. The lead was explanted and replaced. No patient complications have been reported as a result of this event.